Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Suggested code (annex g)- mechanical (g04) - femur. D10: additional associated products: 42532006101, persona tibia cemented 5 deg stemmed lt size b lot# 65281946. 42512400210, persona articular surface fixed bearing (ps) lt 10mm, lot# 65794139. 42540200029, persona all-poly patella cemented 29mm dia, lot# 65722106.

Event description:
It was reported that the clinical study patient experienced pain in the back of left knee approximately on year, nine months post implantation and was prescribed physical therapy. Reported improving, and remains implanted. There is no additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tka was performed. During post op follow ups, the patient reported no pain until 1 year, 9 months post op where pain was noted in the back of the knee. The patient took otc meds and was prescribed physical therapy. Four months later, the patient still reported moderate pain. This complaint was confirmed based on the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.